Event description:
It was reported that the right atrial lead dislodged. Upon device interrogation, stored episodes of inappropriate mode switch due to far field r waves oversensing were noted. The lead was capped and replaced. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).